Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was found to be leaking from the top of the valve, preoperatively. According to the report, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux testing. It did not meet the requirements for pressure-flow, preimplantation, and leak testing due to a tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿low tear strength is a characteristic of unreinforced silicone elastomer materials¿. The instructions for use also caution that ¿use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating shunt revision.¿ a review of the manufacturing records showed no anomalies. All valves are 100% inspected at the time of manufacture. (B)(4)